Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Procedure (s) performed: laparoscopic assisted vaginal hysterectomy (lavh), bilateral salpingo-oophorectomy (bso), anterior and posterior repair, tension-free vaginal tape (tvt) complications post ivs tunneller placement: not available mesh revision surgery: (B)(6) 2007 ¿ underwent removal of pubovaginal sling mesh and cystoscopy with right pelvic exploration transvaginally under general anesthesia.